Manufacturer narrative:
The syncardia 70cc temporary total artificial heart (tah-t) is an implantable pulsatile biventricular replacement device that replaces a patient's native ventricles and valves and pumps blood to both the pulmonary and systemic circulation systems. The syncardia 70cc tah-t is indicated for use as a bridge to transplantation in cardiac transplant-eligible candidates at risk of imminent death from biventricular failure. The syncardia tah-t system is intended for use inside and outside the hospital. The tah-t was not explanted and therefore was not returned to syncardia for evaluation. Based on the provided information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. A definitive root cause cannot be conclusively determined. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported the patient expired on (B)(6) 2017 from multi-organ system failure. The customer also reported that the patient was in multi-organ failure/liver failure after multiple transfusions due to the long procedure with ventricular rupture. The customer also reported that the death was not related to the tah-t device. The customer also reported that the tah-t was not explanted and no autopsy was performed. No further information has been provided at this time.